Event description:
A home patient (hp) contacted (B)(4) requesting assistance to end therapy on the homechoice (hc) unit during dwell 1. The hp stated the drain line was leaking. The technical service representative (tsr) assisted the hp to end therapy as requested. The hp confirmed she would start over with new disposables. On (B)(6) 2010 (B)(4) spoke with the hp's nurse who stated that the hp was seen in the clinic (B)(6) (date unknown) and that therapy steps were reviewed with the hp. The nurse confirmed the hp was doing fine and continuing therapy on the hc cycler. No patient injury or medical intervention was reported. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of a leak found during dwell. This complaint was not confirmed and no root cause was determined because sample was not available for evaluation. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.